Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that patient had a fall a couple of weeks ago. Device was evaluated. Patient has been sore since and with certain positions her device was turning to zero. Patient met with rep in the office and was given a new program to cover right leg pain that was new since the fall, also readjusted and set values for all positions with adaptive stim. Impedances and connections were all good. Issue is resolved.